Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted laparoscopic surgery procedure on an unknown date when it was reported, ¿at the end of the robotic distal gastrectomy surgery, which I attended, dr. (B)(6), the surgeon, reported that there was widespread subcutaneous emphysema. The area ranged from the chest to the thighs. The suspected cause was that the patient was thin and the trocar had gotten stuck during operation. This was the first case of subcutaneous emphysema in a case operated on by dr. (B)(6). This was the third case in the upper gastrointestinal group in which an air seal was used. There was no trocar dislodging or excessive leakage that was noticeable during the operation. The total surgery time was six and a half hours. The amount of gas used was approximately 900.". Further assessment clarified that there was only 1 report of subcutaneous emphysema reported. The procedure was completed without the use of an alternate device. The ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, device was used in the procedure and will be listed as a concomitant device. There have been no allegations of malfunction for any conmed device. This report is being raised due to the reported injury of subcutaneous emphysema.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a robot-assisted laparoscopic surgery procedure on an unknown date when it was reported, ¿at the end of the robotic distal gastrectomy surgery, which I attended, dr. Hasegawa, the surgeon, reported that there was widespread subcutaneous emphysema. The area ranged from the chest to the thighs. The suspected cause was that the patient was thin and the trocar had gotten stuck during operation. This was the first case of subcutaneous emphysema in a case operated on by dr. (B)(6). This was the third case in the upper gastrointestinal group in which an air seal was used. There was no trocar dislodging or excessive leakage that was noticeable during the operation. The total surgery time was six and a half hours. The amount of gas used was approximately 900.". Further assessment clarified that there was only 1 report of subcutaneous emphysema reported. The procedure was completed without the use of an alternate device. The ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, device was used in the procedure and will be listed as a concomitant device. There have been no allegations of malfunction for any conmed device. This report is being raised due to the reported injury of subcutaneous emphysema.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 163 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. Improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor per regulatory requirements to help ensure patient safety.